Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and a right ventricular (rv) lead from another manufacturer exhibited low out of range pace impedance measurements. A lead insulation breach was suspected, but x-ray was unable to confirm any anomalies. It was noted that the patient had normal atrioventricular conduction, so the physician decided to reprogram the device from dddr top aair and to continue monitoring the system. The device remains in service. No adverse patient effects were reported.